Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not start up. Upon functional testing fse identified that ippc was not booting as the ippc had corrupted software. To resolve the issue fse formatted hds and reinstall the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.